Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The customer confirmed the issue was resolved however, no confirmation received after numerous attempts were made to obtain repair details, patient information and faulty parts being returned. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
The customer reported the unit is vent inoperative, an error consistent with da ( data acquisition) pcba (printed circuit board assembly) adc (analog to digital converter) failure. The customer reviewed the significant event log and found various error codes and the remote manufacture service technician recommended the customer to replace the da (data acquisition) board. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.